Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a sudden change in therapy or symptoms. The patient was not getting therapeutic benefit anymore. The patient went in for reprogramming with the manufacturer representative on (B)(6) 2015 and it was after that they noticed it wasn't working anymore. The patient didn't feel stimulation and tried increasing on all 4 programs to that maximum that it would go and still felt nothing. The patient's therapy was turned on. The patient was usually at 0.7v to 1.4v on program 1. The patient turned stimulation up on programs 1 and 2 to 6v and still felt nothing. There were no falls or trauma that could be related to the issue and the patient had nothing severe or anything where they fell down. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the patient followed up with the doctor's office on (B)(6) 2015 to determine why it would not work (stimulate) at all. The implantable neurostimulator (ins) was dead and they could not detect a signal on any program. The nurses tried erasing all programs and putting new ones in for about an hour. They tried new programming but that was not successful. They did not determine why the implanted device would not stimulate and the meter device they used did not show anything wrong. After 1 hour they could not determine why it was not working. The nurses were going to set up an appointment to see a doctor to check it out. Since the device was not working at all the patient said maybe something was just loose or not getting proper contact so, the patient took his right hand and tapped 5 times in the area of the implant and around the implant. The patient "hit the ins with his fits 5 times" and the patient felt stimulation on the 4th hit. It felt like a zap/shock and it had worked ever since. It was stimulation again and it was still stimulating as of (B)(6) 2016. An appointment was scheduled for (B)(6) with the doctor. The ins started working about 1 month ago and the patient felt it was helping at 90% on one of the programs. The 2 programs were installed on (B)(6) 2015 and one of the programs was not effective at all.

Manufacturer narrative:
The main component of the system and other applicable components: product ID: 3889-33, lot# va0tkwk, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient reported that the implant "quit working" a long time prior to the report, two out of the three leads quit working and the third lead was barely working. So he just went ahead and turned ins off about a month ago and turned "off all the programs." The patient indicated they have spoken with hcp regarding implant having "quit working" and issues with lead wires. He stated that he had been back and forth to the hcp and they have tried different programming, but nothing has been successful and that was reason why they just shut off ins. It was noted that the hcp indicated that due to reported issues with leads and ins, surgery would be needed to replace entire implant system. It was also indicated that he had surgery scheduled but then had to cancel due to personal issues. The patient further stated he did reschedule surgery and was hoping he could keep that appointment this time around. The patient was currently working with hcp regarding ins not working and lead issues, surgery is scheduled to have entire implant system replaced.

Event description:
It was reported that the patient had a pre-existing problem with his right hip and the ins was implanted really close to that right hip area. The patient stated that the implant had caused pain down the patients right hip with the ins was located. He reported that when he would have therapy turned on he used to experience a burning sensation in the right hip like he needed a hip replacement or something. He stated that since turning ins off, some of the hip pain had gone away and was not interfering with his right hip as much as it used to. The patient also wanted to know if it was possible to have ins moved to left hip during his replacement surgery. The patient was going to discuss the location of the ins with his doctor.

Event description:
Additional information received from the consumer reported that the patient had mixed results with symptom relief since implant and felt stimulation stop and restart. The health care provider (hcp) told the patient it was just not working, so the patient whapped their implantable neurostimulator (ins) with their hand, gave it 4 taps with their fist, and it started working again and the patient felt stimulation. There were no medical procedures and no emi that could be related to the issue. The number 1 program was about the best and the patient hoped their hcp would be able to use the program features to design new programs to help them more. The patient mentioned going in for reprogramming.